Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing syncope. It was also reported that a power on reset (por) occurred on the implantable pulse generator (ipg) which was suspected to have been caused by an external shock applied to the patient. The ipg was reprogrammed and remains in use. It was additionally noted that the right atrial (ra) lead was dislodged and was observed to be pacing in the right ventricle. The ra lead remains in use. No further patient complications have been reported as a result of this event.